Manufacturer narrative:
H10 h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The blue split cannula was not returned with the device. The suture and anchors were not returned with the device. The distal tip of the needle has been cut. The device is not in the fully actuated position. Debris on the needle. A functional evaluation revealed the actuator could function properly. A review of the customer provided image reveals the suture and anchors have become detached from the device. The blue split cannula is not pictured with the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair the t1 and t2 anchors were deployed at the same time. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.